Manufacturer narrative:
(B)(4). The field service engineer (fse) evaluated the device and verified the reported malfunction. The fse replaced the liquid crystal display (lcd) panel to resolve the issue. The device then passed all testing.

Event description:
It was reported that the top half of a ventilator display was missing. There was no patient involvement.

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.